Manufacturer narrative:
(B)(4). Product has not been returned. Implant is implanted. Additional 510k codes: k101880

Event description:
It was reported that when placing a healing collar, some debris got caught inside of the implant tooth location #3. The healing collar was not damaged. The dentist need to re tap the implant.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for healing collars, healing screws, surgical cover screws and temporary gingival cuffs¿ 9658 rev 1-01/15. Information identified: healing collars for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter. The top surface of the healing collar is etched with three numbers to reference implant platform diameter, emergence profile diameter and cuff height. The numbers for implant platform and emergence profile show only the initial digit of the related measurement. Without the returned product, there is not enough evidence to form a conclusion on the reported event. A singular cause cannot be determined.